Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced error(s) u-02 on the integrated electrosurgical unit (iesu) [erbe]. The customer was able to clear the errors; however, the errors returned. Prior to calling, the customer swapped out the vision side cart (vsc) and proceeded with the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) stated there were multiple error(s) u-02 observed in the system logs. The procedure was completed with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue(s). The system was tested and verified as ready for use. Isi received the erbe involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "activation is interrupted; u-02 error." Fa installed and tested the unit on an in-house system and ran in normal mode. Fa noted error(s) c-00/u-02 were present in the error log.